Event description:
Bovie tip being used during tonsillectomy. When md layed it on the drape, it started burning the drape. It did not cause harm or injury to the patient, product did not malfunction while in use on the patient. Md placed it on drape instead of using supplied holder.test results: unable to duplicate, md stated tip was hot. Biomed explained to use holder that comes with tip/pencil. Tip was hot and laid on drape.